Manufacturer narrative:
Additional information: unique device identification (UDI) provided.

Manufacturer narrative:
The standalone board and relay were returned to the manufacturer for evaluation. Testing found that the fans on the board did not power on and that voltages were not present on a test point.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The stand alone board was replaced along with the interconnect cable. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the pendant stated connected, not ready, system initializing. There was no patient present when this issue was identified. No further information was available.